Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate erratic results. The patient reported obtaining blood glucose results of "135 and 403 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.